Manufacturer narrative:
During a follow up call on (B)(6) 2016, the customer declined further troubleshooting. It was confirmed that the customer has received a replacement pump. There was no reported impact to the customer's blood glucose level. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was data missing on this customer's t:connect data management system account. The customer stated that they were not sure what dates the missing data was from. It was recommended by customer technical support (cts) for the customer to call back when they visit their health care provider (hcp) on (B)(6) 2016 to continue further troubleshooting.